Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID 924256, lot# 082215217a, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative (rep) regarding a patient during a stage I implant. The rep reported that while tapping the stimloc screw, there was limited purchase and then the tip of the screw broke off. The rep reported that "this was identical for 1/2 on each hemispheric stimloc." The rep reported that a possible cause for the screws breaking was due to the density of the patient's bone, noting that the screw was close to the coronal suture. The rep reported that in both cases, the healthcare provider (hcp) drilled a small pilot hole, then successfully placed new stimloc screws. The rep reported that the issue was resolved at the time of this report. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.